Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon was inflated to 3atm for 1 minute, to 4.5atm for 2 minutes, and then to 6atm for 3 minutes. The balloon ruptured when it was inflated again to 6 atm. There were no patient complications reported as a result of this event.